Event description:
Procedure type: proctectomy. According to the reporter: the pt's wound dehisced. There was a re-operation on (B) (6) 2010. There was no other info available.

Manufacturer narrative:
(B) (4).